Event description:
It was reported by service report that the hydraulic fluid was leaking through the wiring harness. No adverse consequences or injuries were reported.

Manufacturer narrative:
Other: hydraulic fluid leak.